Event description:
The report received from the e-select registry indicated that during an interventional procedure an inlet type a dissection occurred, while implanting a cypher select 2.75x23mm stent in the mid circumflex target lesion. The lesion was not pre-dilated. The event was reported to be mild in severity, not a serious adverse event (ae), possibly related to the study device, and highly probably related to the study procedure. The dissection was treated by placement of an additional cypher select 2.75x13mm stent. There was no reported associated bleeding or staining of the myocardium with contrast. The patient was reported to have been asymptomatic. The outcome was reported to have resolved without sequale. Additionally, the patient's cardiac enzymes post-procedure were reported to be mildly elevated and considered not clinically significant. The patient was discharged the day after the procedure.

Manufacturer narrative:
The indication for the index procedure was an acute myocardial infarction (ami). The patient was reported to have three (3)-vessel disease and three lesions were treated during this procedure. Lesion #1-1: the target lesion was the distal right coronary artery (rca). A cypher select 2.5x13mm stent was implanted. Lesion #1-2: the target lesion was the mid left anterior descending coronary artery. A cypher select 3.0x8mm stent was implanted. Lesion #1- 3: the target lesion was the mid circumflex. A cypher select 2.75x23 was implanted. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.